Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy due to sui. It was reported that patient underwent mesh revision/removal on approximately (B)(6) 2012. No additional information was provided. No additional information was provided.

Manufacturer narrative:
It was reported that the patient experienced urinary tract infection and bladder stone. (B)(4).